Event description:
Cardiovascular surgeon noted that covidien clips were not meeting at the end of the staple line and that they bowed slightly in the middle. Multiple staplers were opened during the procedure so staff were unable to document lot numbers. Two staples were sequestered for evaluation. These two staples were used in the procedure and there were easily released from the patient's vessel.